Event description:
Related manufacturer reference number: 2017865-2021-12569; related manufacturer reference number: 2017865-2021-12574. It was reported that noise on right atrial lead and non-capture on left ventricular lead was observed via merlin.net. When the patient presented for a scheduled procedure, right atrial lead noise and left ventricular lead loss of capture was reproducible pre-procedural testing. Upon, attempts to gain venous access in the existing generator pocket, the physician observed the¿ yoke¿ of the right ventricular lead damaged with inner insulation exposed. The right ventricular lead was explanted and replaced. The right atrial and left ventricular leads were capped and replaced on (B)(6) 2021 without incident. The patient was discharged and in stable condition.

Event description:
New information noted that the right ventricular lead was fractured.

Manufacturer narrative:
As received, complete lead was returned in one piece. Analysis found an external insulation abrasion breaching at 47.6 ¿ 48.4 cm from the distal tip to suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy. Other damages found on lead body were consistent with procedural damage.